Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 72475 with the incident lot was observed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was unknown red material in the tube.

Manufacturer narrative:
Date received by manufacturer is corrected to 12/06/2016.